Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at implant are unknown. The patient presented emergently with pain. A CT revealed the patient had left limb occlusion all the way up to the bifurcated stent graft. The physician performed an over the wire thrombectomy. The distal flow in the external iliac was poor due to tortuosity and calcification. The possible cause was due to the endurant cuff being deployed too low (in the flow divider) which occluded the graft or somehow occluded left side due to inadequate sealing. So, the physician ballooned the cuff and placed an (B)(4) 2 cm above bifurcated stent graft repaired the left iliac with (B)(4) and (B)(4) contralateral limbs. No additional clinical sequelae were reported and the patient is fine. Single returned image post- secondary show that the ipsilateral limb was placed into the right iliac; crossing over the contra limb. Both limbs appear to have been relined from above the bifurcate flow divider to the distal end of the limbs. No obvious stent graft occlusion is seen.

Manufacturer narrative:
(B)(4) methods: (film). Results: inherent risk of procedure (occlusion); (unknown cause). Conclusion: (unknown cause).